Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported experiencing some pain yesterday near where the pump was located. Additional information was received on 25-mar-2022 from a healthcare provider (hcp) who reported that the action taken to resolve the patient¿s pain at the pocket site was an antibiotic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.